Event description:
A consumer reported that following use of this product, it burned his eyes for days, had to go to the hospital where tests were performed on his eyes as he could "barely see at all". He reported he was given antibiotic and anti-inflammatory drops and the burning resolved after a few days. He reported he was unable to sleep due to the pain and discontinued lens wear for two weeks. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no lot code was reported or sample provided by the customer. No root cause can be determined at this time. All lens care products undergo microbial and chemistry in process and finished product testing. A review of the stability date for all lots for this product currently enrolled in the stability program was conducted and all lots remain within specifications through product shelf life. Osmolality, ph, color and clarity are part of the stability data. All compounding and filling mbrs are subjected to 2 independent reviews. In addition, prior to product release, the following are reviewed: all chemistry and microbial finished product results, environmental, utility, bioburden records, and sanitization records. Additional information has been requested. (B)(4).